Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. No parts were replaced. According to the fst it is possible that when the issue occurred the cable was not pushed all the way in when attached to the disposable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the internal pressure readings showed a high negative value. The failure occurred during treatment. The pressure cable was replaced with a cable from another unit by the customer and the values returned to normal. Subsequently the affected cable that was replaced was put on another hls circuit and worked fine. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there were high negative internal pressure readings. After the customer exchanged the cable with one from another device, the values returned to normal. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-28. The connection cable for disposables appeared to function properly. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file analysis does not show any malfunction. According to the fst the most probable root cause is that the connection cable for disposables was not pushed all the way in when attached to the disposable. In the cardiohelp instructions for use, chapter 4.4.4 "connecting the sensors" it is stated, that the sensor connections and plugs are each marked with a red dot for alignment. The sensor connection is secured via a locking ring to ensure that the sensor is fixed to the device and can only be removed by pulling the locking ring back (chapter 4.4.5 removing the sensors). Addittionally in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated that the pressure sensors have to be calibrated and checked before priming.further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further, in the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The device was manufactured on 2016-04-25. The review of the non-conformities has been performed on 2023-04-06 for the period of 2016-04-25 to 2023-03-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "high negative internal pressure readings" could be confirmed, but not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).